Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. H10: the device was received for evaluation along with photographs of the device. During visual inspection of the provided photographic samples, a dark spot was observed below the header cap of the dialyzer. However, the visual inspection of the actual sample shows the fibers are burnt and not particulate matter. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause of the burned fiber is related to the production process. If there is improper or incomplete thermoforming of the fiber bundle, this can result in a bad cut at hot blade, leading to burned fibers. Production process controls are in place to prevent and detect such defects which include 100% visual inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed inside the filter - potting of a revaclear 300. This was noted prior to patient use. There was no patient involvement. No additional information is available.